Manufacturer narrative:
Title: thermal ablation combined with transarterial chemoembolization for hepatocellular carcinoma: what is the right treatment sequence? Source: european journal of radiology 144 (2021) 110006 available online 26 october 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study from 2009 to 2020 analyzed the effectiveness of different combinations of thermal ablation (radiofrequency ablation or microwave ablation) and transarterial chemoembolization (tace) for the treatment of hepatocellular carcinoma (hcc) in 38 patients. Radiofrequency ablation was performed with cool tip radiofrequency ablation system or competitor rfa device and microwave ablation was performed with emprint system or competitor device. Reported complications included one patient with pneumothorax who was treated with a chest tube placement. After follow-up tace procedure and despite antibiotics and percutaneous drainage the patient died from sepsis related to e. Coli peritonitis and hepatorenal syndrome. It is unclear which ablation device was used for the thermal ablation and it is also unclear whether the peritonitis was caused by the thermal ablation treatment or subsequent tace treatment that occurred one day after thermal ablation.